Event description:
It was reported that deployment issues occurred. The 98% stenosed target lesion was located in the non-calcified and non-tortuous ostial right coronary artery. A stent was implanted to treat the lesion, however, when the physician attempted to implant a second stent, a 3.00 x 8mm synergy xd, the guide, stent, and wire came back into the aorta when the pressure was at 4 atmospheres. The stent was seen in the guide catheter. The physician attempted to pull the partially inflated balloon into the guide and then removed the guide and delivery system. A 3.00 x 12mm synergy stent was implanted to complete the procedure. There were no patient complications.